Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head separated from the spindle of the brush while in mouth, small brush section; screw loose in mouth, small screw working its way out of the brush head, disintegrating brushes, device breakage, no adverse event, no adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b precision clean brushhead that evening, the brush head separated from the spindle of the brush while in his/her mouth. The reporter asserted the small brush section could have been swallowed. The consumer reported the brush head was from a pack of 5, and the brush head used had been changed 3 days ago. No symptoms developed. The consumer reported he/she had been using braun/oral-b electric toothbrushes for many years. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 27-nov-2017 consumer follow-up via e-mail: the consumer reported a similar incident occurred a few days ago; the small screw was working its way out of the brush head but he/she stopped brushing before the pieces completely separated. With the previous incident, the head had separated from the spindle when a very small screw came loose in his/her mouth. The consumer reported he/she was uncertain if the brush head was from the same batch as the previous brush. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 05-dec-2017 consumer follow-up via e-mail: the consumer reported he/she assumed the brush head came from the same pack as the previous brush head, and described them as disintegrating brushes. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head separated from the spindle of the brush while in mouth, small brush section [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while using an oral-b precision clean brushhead that evening, the brush head separated from the spindle of the brush while in his/her mouth. The reporter asserted the small brush section could have been swallowed. The consumer reported the brush head was from a pack of 5, and the brush head used had been changed 3 days ago. No symptoms developed. The consumer reported he/she had been using braun/oral-b electric toothbrushes for many years. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.